Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/15/2017 with the following findings: frequent low battery warnings were observed in the pump history. During investigation, pump electrical current draws were high. The pump case was cracked near the top right corner of the display. The pump was opened and moisture damage was found on printed circuit board. The short battery life was found to be due to the moisture damage.